Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to thegoreâ® excluderâ® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
Following was reported to gore: on (B)(6) 2013, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The patient did not show up for the follow up. On (B)(6) 2020, the patient presented to the orthopedics for a broken bone. The CT imaging revealed migration of proximal side and distal side of the trunk-ipsilateral leg component and aneurysm enlargement, but no endoleak was observed. On (B)(6) 2020, re-intervention was performed to treat suspected proximal type I endoleak and distal type I endoleak. Additional stent grafts were placed at proximal side of the trunk-ipsilateral leg component for treat proximal type I endoleak. Additional stent graft was placed at distal side of the trunk-ipsilateral leg component that located left side after the left internal iliac artery was embolized. The patient tolerated the procedure. It was reported that how the migration and aneurysm enlargement had occurred is unknown since no follow up was performed.